Manufacturer narrative:
As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The reported event of increased capture threshold was not confirmed.

Event description:
During follow-up, an increased capture threshold was observed on the right ventricular (rv) lead. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition and experienced no adverse health consequences.